Event description:
It was reported that during implant the lead exhibited unacceptable threshold. The lead was not used and the procedure was stopped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.